Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever and abdominal pain. The reporter stated that it was possible that a breach in aseptic technique occurred (no further detail). On an unreported date, the patient was hospitalized due to the peritonitis and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes, and durations were not reported). The patient was hospitalized three days after symptom onset. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital one day prior to receipt of this report. The patient was not recovered from the peritonitis and antibiotic therapy was ongoing (at home). Should additional relevant information become available, a supplemental report will be submitted.